Event description:
It was reported that during a low anterior resection procedure, the staples were only partially formed (did not show the proper b-shape) and stuck out of tissue. Took new instrument and stapling was ok. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.